Manufacturer narrative:
Additional information: the reported event that the tip of the device was not broken off, but had been bent was confirmed through the device inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that the tip of the device was found to be broken at the user facility. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that the tip of the device was found to be broken at the user facility. No patient involvement or procedural delays were reported with this event.